Event description:
Patient had a vortex 5 french lp port placed in right chest on five months ago. The patient finished chemotherapy earlier this year and recently came in on for routine follow-up to the oncology clinic. The patient was complaining of pain around the right upper chest area. A blood draw could not be done from the vortex port. A chest xray was done, which found the catheter broken off from the reservoir, which had migrated deep into the heart. The patient was taken to the cardiac cathlab, and the procedure for removing the catheter via right femoral artery by interventional cardiologist was successful. Subsequently, the reservoir was removed by surgeon. The catheter and reservoir was sent to pathology and a picture was taken (available upon request). The picture shows the catheter tubing is clearly broken off (not disconnected) about 0.5 cm from the reservoir. The patient was observed overnight and discharged home in stable condition.